Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted this was the 2nd time the device told the customer to change the battery, but it did not receive a low battery alarm. Customer noted the battery cap was not dropped, bumped, or exposed to moisture. Customer was advised to try new batteries, but it did not resolve the issue. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.